Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, the patient experienced a hyperglycemic event and went to the hospital. No specific symptoms were reported, but ketones would have been high. When a fingerstick was taken at the hospital, the cgm reading was 12.0 mmol/l, and the blood glucose reading was 16.0 or 17.0 mmol/l. No specific treatment was reported. The patient was discharged after spending an unspecified number of hours at the hospital but stayed overnight. There was no documentation of further medical evaluation or intervention. No other details were documented and attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.